Event description:
The customer reported that the system failed to run a cine loop during an operating room procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative formatted the hard drive and cine drive, reloaded software, configured files and reseated the work station printed circuit boards. The system was tested and found to be working as intended and put back in service.